Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter:occurred during the procedure. After closing the device, it can be opened but it was impossible to be fired. The surgeon was able to press the green button and squeeze the handle. The jaws of the device locked on tissue. Patient status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter:occurred during the procedure. After closing the device, it was impossible to fire staples but jaws could be open or close. The surgeon was able to press the green button and squeeze the handle. Patient status is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a single use loading unit (sulu). Microscopic evaluation of the anvil buckets noted no strike marks. Functionally, since the sulu was not received with the instrument, a representative sulu was used for functional testing. The instrument and the representative sulu were applied to appropriate test media. The instrument and sulu were applied to test media with proper staple formation. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.